Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B1: added product problem. D6b: added explant date. Additional information: patient outcome is unknown; however, hemolysis resolved about 24 hours after implant. The pump is not available for return.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 61-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. No medical history or comorbidities were shared. The pump was supporting when on the day of implant there was diagnosis made of hemolysis. The urine was red but, the physician made decision not to reposition the pump. The team did note the high afterload may have contributed to the hemolysis. The pump remains on despite the hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.